Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was initially implanted in an emergency situation, as the patient suffered a complication during implant procedure. Nearly two years post-implant, examination showed that the ra lead appeared to not have the helix extended, when viewed under fluoroscopy. As such the physician elected to surgically abandon this lead and implant a new atrial lead. No additional adverse patient effects were reported.